Event description:
The hospital reported that during an endoscopic vein harvesting procedure while using vasoview hemopro 2, the patient was unable to energize and cut. A new device was sent out and the operation was completed without problems.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 25161418 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure while using vasoview hemopro 2 was unable to energize and cut. It was not energized in the middle of the procedure and the blood vessel could not be cut with a jaw. The power supply remained at basic setting 3. The jaws of the harvesting tool were closed during the insertion of the tool into the cannula. There was resistance at first when inserting, but after that, there is no problem. The cable has not been replaced. A new device was sent out and the operation was completed without problems. No harm to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure while using vasoview hemopro 2, the patient was unable to energize and cut. Power supply remained at basic setting 3. The jaws of the harvesting tool were closed during the insertion of the tool into the cannula. There was resistance at first when inserting, but after that, there is no problem. The cable has not been replaced. A new device was sent out and the operation was completed without problems.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-4, b-5, g-4, g-7, h-2, h-10.